Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's generator would be returned after being replaced due to end of service. An implant card was later received indicating the lead had also been replaced however the reason was not indicated. Follow-up with the surgeon's office found that high impedance was noted by the physician on (B)(6) 2011. The site was not certain why the vns was not replaced earlier. A chest x-ray taken reportedly showed a disruption in the lead approximately 1-2 cm in length located at the first rib. No trauma or manipulation of the device was noted. Last known good diagnostics were taken on (B)(6) 2010. The site could not clarify if the device was disabled when the high impedance was found however the generator was received with the output and magnet currents disabled. The site is aware of the manufacturer's recommendation that stimulation be disabled in the presence of high impedance or a lead fracture. The explanted generator was received and underwent analysis. Analysis of the generator found that it was not at end of service. It performed to specifications and no anomalies were found. The lead was not returned and follow-up with the site found that the explanted lead could not be located. The site believes it was likely discarded following surgery. No adverse events have been reported.